Manufacturer narrative:
The investigation is in-process. A stop shipment was issued. (B)(4).

Event description:
This event was identified by beckman coulter, inc personnel in an internal development laboratory. This event was not reported by a customer. The reported event is a potential for operator injury when the door is opened and the rotor is spinning at approximately 12500 rpm (revolutions per minute). The following scenario resulted in the event: the optima x-series instrument lock-out time for a d304 diagnostic (tachometer signal loss) is too short to prevent the operator from opening the door before each rotor has come to a stop. The optima x-series instrument uses a formula to calculate the lockout time. The formula adds 20 minutes to the lockout timer for every 10000 rpm of the rotor speed at the time of the fault. On (B)(4) 2012, in an internal development laboratory, the type 19 rotor, running at 19000 rpm took approximately 2.5 hours to stop completely. The formula produced a 38 minute lockout. After 38 minutes, the operator could vent the vacuum, and open the door with the rotor still spinning at approximately 12500 rpm. There were no reports of death or serious injury associated with this event.